Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous, heavily calcified, 90% stenosed, de novo lesion, in the mid-left anterior descending artery. A 3.0x15 nc traveler ruptured after being inflated once to 6 atmospheres (atm) for 10 seconds. It was replaced by a same size, non-abbott device. A xience sierra was implanted to complete the procedure. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.